Manufacturer narrative:
Evaluation summary: review of the returned photograph of the explanted articular surface confirms the posterior stabilizing spine has fractured. The quality of the photograph does not allow for analysis of the condition of the articulating surface. The returned photograph of ap and ml radiographs confirms that a locking screw was used. The components appear to be properly aligned. A f/u question with the sales associate confirmed that the patient did not experience a fall that could have led to the fracture. Loosening or fracture. Loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known inherent risk of the procedure as it is listed in the package insert as an adverse effect. A definitive root cause cannot be ascertained at this time. Evaluation: device history records were reviewed and found to be conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported that the patient was revised due to a broken articular surface.